Manufacturer narrative:
The MFR's service rep performed an on site investigation. The power supply was calibrated, and the rear housing cooling fan was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system failed to boot up. No pt injury was reported.